Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in defect found; returned test strips produce high readings on level 35 and 75 and the event was determined to be reportable. Reported defect not reproduced with returned meter and test strip. Most likely underlying root cause of high control results are due to improper storage: vial left open for an extended period of time. Test strip (B)(4). Note: manufacturer cntacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. Wife is calling on behalf of the customer. The e-3 error occurred after the blood sample was applied. During the call on (B)(6) 2018, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. During the call on (B)(6) 2018, a blood test was not performed as customer was not at home at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/19/2018 and open vial date is undisclosed. Adverse event not reported at time of call on (B)(6) 2018.